Manufacturer narrative:
The insulin pump was returned for low battery alarm and power error confirmed in the long trace. Detailed trace analysis confirmed the pump alarmed low battery and then an alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. However, the insulin pump passed all functional testing including rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The insulin pump primed properly during force sensor testing. The reservoir icon functioned properly. The insulin pump had minor scratched lcd window, cracked battery tube threads and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery and delivery anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that piston does not push insulin and alarm reservoir empty but it is full.